Event description:
It was reported to philips that a physician disagreed with the shock advisory decision that was given during a pt event.

Manufacturer narrative:
The customer reported that the pt did not meet all the criteria for being on the device in the AED mode. This event involves a disagreement regarding the shock advisory decision. The event summary was reviewed by philips which showed characteristics of wide tachycardias. Note that aha recommends treating wide tachycardias as a ventricular in origin unless supraventricular origin can be confirmed. We are considering this a user error regarding the AED algorithm and no malfunction of the device.